Event description:
(B)(4). It was reported that following a coronary artery stenting procedure the patient developed restenosis. The target lesion was located in the circumflex artery (cx). The target vessel reference diameter was 1.8mm and the lesion length was 10mm. Pre-procedure stenosis was 96%. Post-procedure was 5% stenosis. A liberte stent with a diameter of 3mm and length of 16mm was implanted. The procedure was a technical success. The patient was discharged four days post procedure without anginal complaints or silent ischemia. Discharge medications includes: asa 100mg and clopidogrel 75mg daily for 12 months. Due to anginal status and angiographic stenosis the patient underwent re-intervention eight days post procedure in the target vessel. Visual estimation of stenosis was 80%. No additional information available.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications. This complaint is due to a known physiological effect of the procedure noted within the directions for use. (B)(4). Device not returned for analysis.